Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace codes), h11. Correction to initial g3 date: update the date to 02/07/2025. H11: the device was evaluated on-site at the customer facility by a baxter technician. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the device met specifications. A review of the event history log identified a uso sensor failure low (system error 21515). A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the system error could not be determined. However, a system error 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the user may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure error (error code 21513). The error occurred an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.